Manufacturer narrative:
Investigation findings code of "appropriate term/code not available" represents photo/video analysis. The biosense webster, inc. Product analysis lab received the device on 4/6/2021. The device evaluation was completed on 5/3/2021. An analysis was performed on the photos that were provided by the customer. According to the pictures, two kinks were observed in the dilator, however, any obstruction or damage was observed in the hemostatic area of the vizigo guiding sheath. Microscopic examination on the hemostatic valve surface revealed that the valve is broken. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. An internal corrective action has been opened to address this issue. The device history record (DHR) for the lot number 00001546 has been received and no internal action related to the complaint was found during the review. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged and broken into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and broken of the valve, which suggest that excessive force was applied. But this could not be conclusively determined according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the biosense webster inc, (bwi) product analysis lab found the hemostatic valve to be dislodged and broken inside of hub. Initially, it was reported that when first trying to insert the dilator into the vizigo sheath valve entrance, the dilator would not advance and there was a lot of resistance. The caller then reported that the dilator became kinked as a result of trying to insert it into the sheath. The vizigo sheath was replaced, and the issue was resolved, and the procedure was continued. No adverse patient consequences were reported. The obstructed-sheath issue is not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the bwi product analysis lab received the device for evaluation and found on (B)(6) 2021 that the hemostatic valve was dislodged and broken inside of the hub of the vizigo sheath. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.